Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated the right low abdomen on (B)(6) 2023 with coolsculpting elite curve 120 may have developed paradoxical hyperplasia (pah/ph).

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (ph).

Manufacturer narrative:
Corrected data: d1.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/25/2023. Clarification to b3 partial date of event: (B)(6) 2023 was provided. There is no alleged paradoxical hyperplasia (ph). Record is no longer reportable.

Event description:
Upon further review of the reported events, it has been determined that there is no alleged paradoxical hyperplasia (ph).